Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a defective user interface / touch screen. The unit worked properly after the repair.

Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Other: at this time, the suspect device has not been returned for evaluation. The customer provided a return number to get the touch screen investigated and requested for a unit repair. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported bellavista 1000 defective touch screen. There was no patient reported associated with the event.